Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed. Furthermore, a damaged applicator could be the reason for an insufficient transport of the clips within the cartridge. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl569t - ligating clips m/l 12/box. According to the complaint description, the jaw getting stuck in closed mode after trying to apply the first clip. During surgery of laparoscopic cholecystectomy, after having isolated the cystic duct and distal artery, titanium clips were applied prior to sectioning them. The clipper was inserted in the trocar from 11mm without difficulty and it was proceeded with the placement of the first clip. At the moment of the clamping the clipper, the charger detaches from the support releasing the metallic tab. After few attempts performed with extreme attention (applicator of clip close around the cyst near the vbp) the opening of the clipper pincer occurred and removal from the surgery field. It was noticed the placement of the clip is correct, without highlighting tissues and damage structures. The doctor approached the cystic duct with the challenger as usual, closing the jaw on the vessel to release the clip. This is where the problem arises: the blister crumples around the jaw at the first stroke, the clip that was supposed to close the vessel is splayed and the branches lock in closed mode. The stripped clip is lost in the abdomen and is not found. By pressing the triggers on the handle and acting gently, in about 15 minutes they were able to remove the vessel from the jaw and proceed with the operation. Consequences: replacement of the clippers. It was feared that laparotomic conversion would be necessary to dissect the cystic duct on ligatures in order to remove the clipper "stuck" around the cyst. Type of surgery: cholecyst. The clip of the device remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).